Manufacturer narrative:
No product was returned for evaluation. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. (B)(4): no product returned.

Event description:
Coopervision was made aware that the patient put a lens in his eye it felt like it had stuck. He had a severely red eye and was in a lot of pain. He was advised to seek medical attention, but he refused. It was noted that the patient had a severely red eye, staining and a scar on the cornea. The location of the scar and size was not described. Further attempts to contact the customer were made, however there was no more information regarding this case. No lenses were returned and no lot number was provided.